Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 yrs post-implant, it was reported that the pt was admitted following several alarms. The pt reported no symptoms associated with the alarms. The system controller's log files showed numerous reductions in speed below the low speed limit and several pump stoppages. Add'l info rec'd indicated that the pt had some alarms overnight, despite having the driveline immobilized. The pt's markers of hemolysis had dropped and he had no blood in his urine. The MFR's technical service personnel carefully inspected the driveline but no definitive damage could be detected. The hospital personnel suspect driveline damage and the pt was placed on a non-grounded cable and will be kept under close observation.

Manufacturer narrative:
The pt remains on lvad support with the pump. The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.